Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 40 mg/dl and a seizure. Customer alleged that the control iq software of the pump did not function as intended, however upon review it was found that the control iq feature was working as intended. Customer consumed juice to address bg. In the ER, customer was monitored and additional blood tests were completed. Customer was released from the ER "a few hours" later with the issue resolved and no permanent damage.